Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 361 mg/dl. The user alleged the insulin pump was under delivering insulin. Customer stated that her daughter's pump seems not delivering her basal since sunday when her daughter connected to the new pump she started having high bg. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.